Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory detached from the mcs during its removal at the end of the procedure. The mcs tip cover accessory fell inside of the patient¿s abdomen. The mcs tip cover accessory was recovered and lengthened procedure time for the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the site about the complaint: no additional anesthesia had to be administered to the patient.